Event description:
It was reported that the right atrial lead of an asymptomatic patient exhibited noise with over sensing and noise reversion. During lead revision procedure, the lead was tested through pacemaker system analyzer and all measurements were normal. The physician elected not to replace the atrial lead. The procedure was completed without any incidence.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.